Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered that the red blood cell (rbc) bath was contaminated with protein build-up. The fse replaced the rbc bath to resolve the rbc and platelet (plt) vote out issue and verified the repair as per established procedures. (B)(4).

Event description:
The customer reported obtaining red blood cell (rbc) and platelet (plt) vote outs (no numeric results) from the unicel dxh 800 coulter cellular analysis system. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.